Manufacturer narrative:
A siemens technical applications specialist (tas) was at the customer's site. Quality controls (qc) were run, resulting high. The tas ran an integrated multisensor technology (imt) diluent check, which failed. The tas performed advanced clean, cleaned and emptied the dilution bowl, primed fluids, and replaced the imt sensor. Calibrations and imt diluent check passed, and qc were within range. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The results did not match with sodium results obtained on a blood gas analyzer. The customer then repeated sodium samples on an alternate dimension vista instrument, which resulted lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.